Event description:
The patient had the IV inserted in 2008, and a colonoscopy was performed. The catheter was removed and the patient was released. Two days later the patient returned complaining of pain and swelling at the IV site. A minor procedure was completed and a small piece of the catheter was removed. The patient was then discharged.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 18 june 2008.